Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (call service alarm issue) 069 issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/16. Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: cs 069 alarm reproduced at power up. The pump was unable to recover from cs69 after reboot; unable complete all steps the cs 069 failure is defined as language file corruption while retrieving the language text. The cs 069 failure was written as cs 087 failure in black box; confirmed in the alarm history. The error is resident to flash chip. Unrelated to the complaint, there is a battery compartment crack at case seal below the bumper.